Manufacturer narrative:
Upon visual inspection, it was found that the thread on the oso20 abutment screw had fractured. No lot or order number was provided. The actual cause for this component to fracture in this manner is not known. The complaint history on this product did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.

Event description:
The dentist reported that the screw of this abutment fractured 6 months post restoration.